Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: pressure monitoring line separated from the arterial pod during adjustment. Unable to complete blood side test. Sl set was not used for pt. Pig tail for the art pod broke off during adjustment will pressure testing fail. (Unable to use lines).